Event description:
Case description: investigation result: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the following has been updated: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer's comment: 12-mar-2025: the suspected device has not been returned to novonordisk for investigation. No investigation was possible, because neither sample nor batch number was available. No conclusion is reached. H3 continued: evaluation summary. Novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Suffered from hyperglycemia leaded to hospitalization [hyperglycaemia], np4 technical issue (it injects inaccurate doses) [device delivery system issue], piston rod did not move outside from the mechanical parts [device issue], dose button (stuck) [device mechanical issue]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "suffered from hyperglycemia leaded to hospitalization (hyperglycemia)" with an unspecified onset date, "np4 technical issue (it injects inaccurate doses) (inaccurate delivery by device)" with an unspecified onset date, "piston rod did not move outside from the mechanical parts(device component issue)" with an unspecified onset date, "dose button (stuck) (device mechanical jam)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus". The patient's height, weight and body mass index were not reported. Current condition: diabetes mellitus (type and duration not reported). Concomitant products included - novofine (needle). On an unknown date patient suffered from hyperglycemia leaded to hospitalization (details not reported) due to his np4 technical issue (it injected inaccurate doses). The reporter complained that the patient faced an issue with his np4 as the pen did not inject accurate doses. Pen training and cap trial were offered. Needle cap trial was offered. It was confirmed that the patient got the novo fine needle then after confirming that the existed pen fill inside the np4 is about to get empty it was asked to add another new one.for exclusion of any mistakes pen training was offered. It was reported that since an unknown date the piston rod did not move outside from the mechanical parts after adjusting the dose counter to 60u and press the dose button (stuck) and was asked to pull it outside the mechanical parts manually. The piston rod moved normally after adjusting the dose counter to 60u and press the dose button. By adding a new penfill, to make sure that the piston rod head touch the penfil l rubber, patient was asked to adjust the dose counter to 60u and press the dose button without adding needle, the dose counter stopped on 60u (there was a resistance) and was asked to adjust the dose counter in opposite direction back to zero. By adding a new needle, the pen injected insulin normally (4u). Patient was asked to add the large and transparent needle's cover to the needle and pointing the needle downwardly then informed adjust the dose counter to 20u which equivalent to the cover's cone. And was asked to inject the 20 u inside the cover's cone (after taking the customer's consent) then by confirmation that the cone was completely filled patient was informed that the pen is injecting accurately and there's no issue with it. Batch numbers: novopen 4: has been requested. The outcome for the event "suffered from hyperglycemia leaded to hospitalization(hyperglycemia)" was not reported. The outcome for the event "np4 technical issue (it injects inaccurate doses) (inaccurate delivery by device)" was not reported. The outcome for the event "piston rod did not move outside from the mechanical parts (device component issue)" was not reported. The outcome for the event "dose button (stuck) (device mechanical jam)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. References included: reference type: e2b company number, reference ID#: eg-novoprod-(B)(6), reference notes.